Event description:
Patient noted to be coughing with ett in place. Nurse noted ett tube holder clamp was open and ett tube was no longer at marked depth. Patient was successfully extubated and no harm. It was noted by resp therapy that this occurred 3 times in the past week on different patients.